Event description:
Pt had an intraaortic balloon pump placed while undergoing cardiac catheterization. The following day the iabp showed a leak. The physician attempted to remove the iabp to replace, but was unable to remove. Pt subsequently required surgery to remove the device.